Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00252 thru 3012447612-2019-00254.

Event description:
It was reported that the tips of two final drivers and one torque indicating wrench fractured during final tightening in surgery. Alternative instrumentation was used to complete the procedure without reported patient impacts. This is report three of three for this event.

Manufacturer narrative:
The wrench was evaluated via the photograph provided and the fractured tip was confirmed. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tips of two final drivers and one torque indicating wrench fractured during final tightening in surgery. Alternative instrumentation was used to complete the procedure without reported patient impacts. This is report three of three for this event.